Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: r- endometrial cavity, l- lateral to endometrial cavity') in a 31-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, endometriosis, adenomyosis and incisional hernia. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2011. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain/mild to severe"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. The patient was treated with surgery (total transvaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: approximately 4 to 5 coils were present left: approximately 3 coils present discrepancy noted in essure confirmation test: in current fu it was reported as 'no'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: r- endometrial cavity, l- lateral to endometrial cavity') in a 31-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, endometriosis, adenomyosis and incisional hernia. Previously administered products included for an unreported indication: mirena from (B)(6) 2011. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain/mild to severe"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding."), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total transvaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the depression, anxiety, nausea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right: approximately 4 to 5 coils were present left: approximately 3 coils present discrepancy noted in essure confirmation test: in current fu it was reported as 'no'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-outcome for event bladder/urinary problem-uti updated from unknown to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: r- endometrial cavity, l- lateral to endometrial cavity') in a 31-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, endometriosis, adenomyosis and incisional hernia. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2011. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain/mild to severe"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding."), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total transvaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the depression, anxiety, nausea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right: approximately 4 to 5 coils were present left: approximately 3 coils present discrepancy noted in essure confirmation test: in current fu it was reported as 'no'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: r- endometrial cavity, l- lateral to endometrial cavity') in a 31-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, endometriosis, adenomyosis and incisional hernia. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2011. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain/mild to severe"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding."), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total transvaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and genital haemorrhage had resolved and the depression, anxiety, nausea, dyspareunia, fatigue, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right: approximately 4 to 5 coils were present left: approximately 3 coils present discrepancy noted in essure confirmation test: in current fu it was reported as 'no'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: genital bleeding, post procedural complication, uti added. Outcome for bleeding, pain and migration updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: r- endometrial cavity, l- lateral to endometrial cavity') in a (B)(6)-year-old female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, endometriosis, adenomyosis and incisional hernia. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2011. Concomitant products included paracetamol (acetaminophen) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain mild to severe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal area pain/mild to severe"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. The patient was treated with surgery (total transvaginal hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: approximately 4 to 5 coils were present left: approximately 3 coils present discrepancy noted in essure confirmation test: in current fu it was reported as 'no'. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression and mental anguish , migration of essure device location of device: r- endometrial cavity, l- lateral to endometrial cavity , nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , abdominal pain, fatigue were added. Outcome of pelvic pain were updated. Patient's medical history was added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.